Manufacturer narrative:
(B)(4). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Information from the customer site documents controls remaining within specifications and a precision study within acceptable results. The cell-dyn emerald analyzer is within specifications and performing acceptably. The cell-dyn emerald operators manual contains information to address the current customer issue. Based on the information from the customer site and the results of this evaluation, a pre-analytical issue, like a compromised sample, cannot be eliminated. The complaint incident was a sample-specific incident; therefore, a product issue was not determined and a product deficiency was not identified.

Event description:
The customer stated that the cell-dyn emerald analyzer generated discrepant results for one patient with iron deficiency anemia as compared to results at a reference lab using the sysmex platform. The cell-dyn emerald generated a hemoglobin result of 13.9 g/dl and the reference lab generated a result of 7.8 g/dl. There was one day difference between the sample runs. The customer verified that the same sample was used at both laboratories. The sample was retested on the cell-dyn emerald with results similar to the initial cell-dyn emerald result. Controls have remained within specifications. The sample has since been discarded. There was no report of impact to patient management.